Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to verify iop test failure, motion sensor test failure, or perform the self-test, unexpected restart, off no power, occlusion and no delivery alarm test due to the motion sensor system alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and test failure at 10:01 am. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.